Event description:
Pt called lfs alleging that the meter would not power on and had to use the back up meter to test for blood sugar. Pt did not experience any symptoms of high or low blood sugar. Pt ate food or drank a beverage and tested the non-lfs meter and obtained a 230 mg/dl. Customer service had pt insert the test strip with the contact bars end first and facing up and meter still does not power on. Pt checking that the batteries are good and they are correctly installed (positive + side up) and still did not power on. When the meter does not turn on, a pt can not obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service sent pt a new meter, since issue was not resolved.